Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd discardit¿ ii syringe was found broken as ¿when opening the device, the doctor realizes that the cone of the syringe is broken and almost detached from the rest of the device.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2017 (november 25 - 26th, 2017). Investigation conclusion: no picture or sample available for evaluation. No issue found in the bhr review. We could not confirm the reported issue.